Event description:
It was reported by service report that the footboard modules and the head left siderail panel were damaged. The customer could not determine if there was pt involvement or if there were adverse consequences to report. There is not a potential risk to safety associated with the footboard missing blue stone bumper strip because it is a cosmetic component which its sole function is to protect the bed from collision. There is not a potential risk to safety associated with the missing footboard lid because there were no sharp edges exposed. It was reported by svc report that the footboard ...

Manufacturer narrative:
Result: broken footboard module tabs. Cracked head left siderail panels.